Manufacturer narrative:
The device was not returned for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The available data were thoroughly inspected. The analysis confirmed the activation of the eri status. Analysis indicates that the activation of the eri battery status presumably resulted from a battery voltage drop. The root cause could not be determined from the available data. However, it cannot be excluded that this occurrence resulted from a defective component. Should the device become available for analysis, this investigation will be updated.

Event description:
Device explanted due to eri indication with unexpected battery behavior. No adverse patient events were reported. Should additional information be received, this file will be updated.